Event description:
A past high blood glucose event was reported by the customer, although the specific highest value was unknown as it was displayed as "high." Cause was not known. The customer administered a correction injection via multiple daily injections to resolve the high blood glucose. Recommendation was made to consult with a healthcare provider regarding diabetes management.